Event description:
It was reported that an emt had sustained a back injury due to a cot drop and had to be admitted to the ER. The emt missed work as a result. The customer stated that no treatment details were available. There was no patient involvement. The device was inspected by a stryker technician and no defect was found that would cause or contribute to the reported event.